Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. The customer also reported that the cannula did not insert properly into the fusion site. This condition could interrupt insulin delivery and contribute to high blood glucose. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose read "high" (>500 mg/dl or 27.8 mmol/l) less than four hours after she applied the pod on her abdomen. She saw that the cannula was kinked and out of the skin.